Event description:
The pt had left ventricular assist device (lvad) placed on 11/06/1998. On the day of the incident, the pneumatic driveline became disconnected from the blood pump. The device alarmed due to loss of pressure, and the driveline was immediately reconnected and secured with no effect on the pt.